Manufacturer narrative:
(B)(4). Please disregard all information in report number 3004753838-2016-29004 as this is a duplicate report that has been submitted on 05/23/2016 under report number 3004753838-2016-90331.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 05/17/2016 to claim intermittent audio output on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available.